Manufacturer narrative:
H6 patient codes: 1858, 1690. Additional information: a1, a2, d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced infection, fistula, fever, weakness, abscess following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. No additional information is provided.